Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: crease fold, wear abrasion, opening on posterior and yellow biological tissue in the shell. Leak test and microscopic analysis was performed, which identified crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.